Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the implantable neurostimulator (ins) had moved up 6 inches closer to the patient¿s spine and it hurt. The patient reported that they were in triple the amount of pain and it felt like the patient¿s back was burning. Their back had been hurting more over the last couple of weeks and maybe months. It was noted that the patient had been doing a lot of things around the house and moving with motions like bending over. The patient used a back brace because their back still hurt. The patient used to take morphine and oxycodone but now took medical marijuana in an oil form for their pain. Even though the medical marijuana helps with the pain the patient was still in pain 24/7. The back pain had been occurring since implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their healthcare provider told them to contact their implanting physician to resolve their issues. The patient noted that right now their device hurts all the time. They stated that their device hasn¿t worked for a year, and they are ready to have it taken out. The patient added that they weigh (B)(6) pounds. No further complications were reported.